Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 10 unopened pouches. Analysis and results: there are is a previous complaint of this code batch regarding the same issue that was closed as confirmed by evidence of the samples received. Manufactured and distributed (B)(4) units the market. There are no units in stock in warehouse. Received ten closed pouches. All ampoules have been optically evaluated and one of them a defect in the tip of the ampoule has been found as can be seen in the enclosed pictures. The leakage of the glue occurs at this point. The other nine ampoules were correct and no leakage was found. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: taking into account that the results of the samples received do not fulfill the OEM specifications, it is concluded that the complaint is confirmed by evidence of failure in the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: south korea. When user unpacked the histoacryl, they were solidified and leaked with bended tip.